Event description:
Customer reported the system was displaying an interlock error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power motor relay board. System operates as intended.